Manufacturer narrative:
Upon further evaluation, it was determined that the issue of the saw blade holder being cracked has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the handpiece device was out of specification. It was further determined that the sawblade holder was cracked and the swing-fork was broken. It was further determined that the device failed pretest for functional test, and check saw blade coupling. It was noted in the service order that the saw-holder was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.